Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. The conclusion code corresponds with the ins and the conclusion code corresponds with the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the ins was not working for the patient since sometime in 2015. The patient stated the battery was supposed to last 9 years and it lasted probably 12 years. The device was explanted because it was not working for the patient anymore and she wanted to do away with it because she was having so many issues. It was stated the leads had gone to her spine all along but was told by one of the doctor's assistants that one of the leads must have "fell in her side". The patient did not know the details and did not know if it occurred before or during the explant surgery. The doctor had to take one of the leads out of her side when he was explanting the device. The patient did not want another implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.